Event description:
It was reported that the customer had low blood glucose levels of 40mg/dl, and between 70mg/dl and 80mg/dl. It was also reported that the customer had air bubbles in their tubing. Troubleshooting was declined. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.